Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record and a query of the complaint handling database could not be conducted because the lot number was not provided. Based on a review of the available information, no product deficiency was identified.

Event description:
It was reported that after a percutaneous coronary catheterization procedure, arteriotomy closure of the right common femoral artery was achieved using a starclose se device. Reportedly, after the procedure, the patient developed continuous discomfort in the right groin. The pain was described as a persistent toothache rated as an eight on a scale of ten, but was not reported to be disabling or increasing with exertion. There were no signs of inflammation or tenderness at the access site. The patient is taking over-the-counter acetaminophen for pain relief and will undergo ultrasound therapy for her symptoms. The patient also takes tramadol although the indication of this medication is uncertain. The site will continue to be monitored. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.